Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the system was found to be fully functional. The hardware, software, and instruments passed the system checkout. No parts have been received by the manufacturer for evaluation. No further investigation required for this event as it was resolved on a call with technical services (ts). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the q/r functionality was no longer working. The site was running cranial software and this was reported outside of a clinical environment. The clinical specialist (cs) reported later that the dicom test was now passing ping and pacs port. The cs was still getting error 722 and 723. She had not yet confirmed the ae title. The cs then attempted to pull over a patient and was still receiving an error code 722 and 723. She ran the dicom test and ping was showing in yellow and the rest of the tests were red. She confirmed that port 104 and 105 had different ae titles under the navigation system tab. Technical services (ts) was able to walk the (cs) through the error codes 722 and 723. Ts used the information that was given from it to double check all ip address, ae titles, sub net, gateway and port #'s for the navigation system and pacs. They were able to ping with all green lights and push from pacs to the navigation system after changing the system where they were attempting to push from pacs as they had three nodes open for the same navigation system. They deleted 2 of the 3 nodes and pacs was able to push over exams. The issue was resolved on the call with technical services (ts).